Event description:
It was reported that the ilet connector cracked, and during removal the insulin cartridge also cracked inside the device; the user performed tubing fill to expel the broken parts, rewound the pump, cleaned the cartridge with a lint-free cloth, completed the supply change, and resumed insulin delivery, consistent with a device fracture involving the connector/coupler. No injury, clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a stress-related problem consistent with a component fracture of the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.